Manufacturer narrative:
Reported event was unable to be confirmed due to limited information. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. No sterility, packaging or manufacturing related issues were noted per lot DHR review. No other complaints concerning a serious injury or a device malfunction were reported from this device lot. If any further information is found which would change or alter any conclusions or information, a supplemental MDR will be filed accordingly. Arthrosurface will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3004154314-2019-00002 and 3004154314-2019-00003.

Event description:
On 05/10/19, arthrosurface received a voluntary FDA medwatch report filed by a patient. Per the report, the patient received arthrosurface glenoid implant in 2018. Following the initial surgery, patient underwent 3 additional surgeries later in the year due to ongoing complications which involved pus formation and loosening of the glenoid component. The patient was concerned since the arthrosurface device loosened within less than 6 months of implantation. At the time of this report, the patient is scheduled for revision to a reverse shoulder implant of unknown manufacturer.